Manufacturer narrative:
Investigation of the customer's complaint is confirmed based on photographic evidence and device evaluation. Conmed received one 60-5274-932 opened in unoriginal packaging. Conmed was unable to confirm the lot number of the device as the packaging was not returned. A visual inspection found the welded extended insulation at the base of the needle electrode was not on the electrode. As a lot number was not provided, conmed could not conduct a two-year lot history review or review the manufacturing documents from the device history record. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. Also per the IFU the user is advised that to avoid potential damage to trocar seals and to the electrosurgical tip, always slide the tip shield in the covered and locked position during insertion into the trocar cannula. Misuse of this or any other electrosurgical device can result in a patient injury. Read and become familiar with all instructions and directions before using this device. Examine this device prior to use for damage. Do not use if damage is found. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
At time of filing, although expected, the reported device has not been received into conmed's complaint system for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported an issue with the laparoscopic electrode, removable 32, needle, item 60-5272-932, unknown lot that occurred during use on (B)(6) 2021 at (B)(6) hospital, (B)(6). The reported issue involved a (B)(6) year old female patient. It is indicated that the device was used in hysteroscopic endometrial polypectomy and laparoscopic bilateral ovarian drilling and right salpingoplasty. Ovarian drilling was performed by product. When the needle electrode was pulled out of the organ for the 8th time, the insulation at the needle electrode site was detached and remained temporarily in the organ. The insulation was then removed from the organ with forceps. Hemostatic treatment was performed with an electrocautery to stop the bleeding. No part of the device was left in the patient. The hospitalization period was not extended and there were no additional treatments after the surgery. This report is being raised on the basis of injury due to the excessive bleeding caused by the device